Manufacturer narrative:
Unable to perform displacement test due to unresponsive keypad. No button response on the act button due to moisture damage on keypad traces. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that act button was not responding. Insulin pump will be replaced. No further information provided.